Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was unresponsive and the customer was unable to interact with the pump. The customer's blood glucose level was not impacted. Reportedly the customer had manual injections as alternate insulin therapy.